Event description:
Caller reported a malfunction on pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump.